Event description:
Drug/diluent: v-priv + 65.4ml saline solution, fill volume: 100ml, flow rate: 100ml/hr. Procedure: gaucher disease treatment. Cathplace: unk. Pt called to state his eclipse pump infused too quickly. States he had this same problem last year with eclipse pump and filed a complaint at that time as well. Pt states filling 400ml pump to 100ml only. States looked down at pump after 25 minutes and had already infused. His doctor wants medication to infuse in 1 hour and states medication no effective if going in that quick. While speaking to the pt, I-flow hotline nurse notified the pt that under filling the pump will result in a faster flow rate. As well as I-flow's hotline nurse e-mailed the eclipse delivery time chart to the pt.

Manufacturer narrative:
Method: at the time of this report, the sample has not yet been received, but was reported to be available. Results: the device will be evaluated and investigated when received. Conclusions: a follow-up report will be submitted when the investigation is complete. I-flow provides a "caution" on its dfu which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The homepump eclipse is designed to be used at room temperature (20 degrees c/68 degrees f). If the homepump eclipse or its tubing is at 25 degrees c/78 degrees f, the flow rate will increase approx 14% above its nominal rate; at 15 degrees c/60 degrees f, the flow rate will decrease approx 12% below its nominal rate. The homepump eclipse and tubing should be worn outside the clothing. The homepump eclipse must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the homepump eclipse is used immediately after filling, flow rate may increase by up to 50%. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.